Event description:
Information was received indicating that a smiths medical medfusion pump had a blank screen when turned on and a steady alarm. There was no patient involvement.

Manufacturer narrative:
One medfusion pump was received with the top case chipped on the left corner as well as a cracked plunger case and battery door. The event history log was unable to be viewed due to the blank screen. The power up process and an upload of the software from the base to the head of the pump using the test top case method were performed. The reported issue was able to be duplicated. There was a blank screen with constant alarm at power up. The issue was caused by incomplete upload from base to head of the pump. The customer powered down the pump while the pump was performing a software upload from base to head. The test top case was installed and the software was loaded to the pump base. The original top case to base was installed and version 6 of the software was uploaded to resolve the issue.